Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, angiography revealed 80% stenosis in the mid left anterior descending. The indication for the procedure was positive functional study for ischemia. The lesion was described as 15 mm in length, class b1, and de novo. The reference vessel was 3 mm in diameter. The lesion was treated with a 3 x 18 mm cypher rx at 12atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 12 mm balloon at 22 atm. At screening, the patient's cardiac enzymes were in normal range, but the troponin I was 0.05 (0.02 unl) at 6-12 hours post index; and 0.26 at 16-24 hours post index procedure. ECG core lab reported no new st-t abnormalities, no new q waves, and inadequate tracing quality due to presence of severe artifact, but the elevated troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. There were no post-procedure complications reported and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, angiography revealed 80% stenosis in the mid left anterior descending. The indication for the procedure was positive functional study for ischemia. The lesion was described as 15mm in length, class b1, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3 x 18mm cypher rx at 12atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 12mm balloon at 22atm. At screening, the patient's cardiac enzymes were in normal range, but the troponin I was 0.05 (0.02 unl) at 6-12 hours post index; and 0.26 at 16-24 hours post index procedure. ECG core lab reported no new st-t abnormalities, no new q waves, and inadequate tracing quality due to presence of severe artifact, but the elevated troponin I was later diagnosed as a periprocedural mi based on the adjudication minutes. There were no post-procedure complications reported and the patient was discharged the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242329 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, beta blocking agents, bivalirudin, plavix, hmg coa reductase inhibitors, lisinopril, metoprolol tartarate, omeprazole, and rosuvastatin. Additional information will be submitted within 30 days of receipt.